Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) certain® gold-tite® large hexed screw (ilrghg) was returned for investigation. Visual evaluation of the as returned product identified the screw was fractured at the threads region. Signs of use on the hex feature. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted, and no per form was provided. Bone density type is unknown. The reported device was located on tooth # 3 (universal) and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review: ilrghg: a complaint history review by item number was conducted for the (ilrghg) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complaint history review: unk 3i implant & unk 3i abutment: a complaint history review cannot be performed without relevant item/lot numbers. Based on the available information, device malfunction did occur and the reported event was confirmed as the returned screw was seen fractured. The following sections have been updated: h3: changed "no" to "yes".

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510k: k072642. Device manufacturer date unknown / not provided.

Event description:
It was reported that patient was chewing and heard a crack and abutment that was placed on site # 3 broke off leaving part of the screw in the implant. Patient is not injured. Patient has been referred to an endodontist to retrieve the broken screw. Dr. White has top of screw and will ask endo to return what is retrieved as well if possible. Tooth location not reported.